Event description:
PICC noted to be leaking under dressing. Nurse practitioner removed dressing and located a small hole in line near the hub. The patient required a new PICC line.

Manufacturer narrative:
The device was not returned to vygon, but the complaint has been sent to vygon (B)(4) for investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.